Manufacturer narrative:
Due to system limitations, the following were not included in section h6: 2551 - cognitive changes, 1858 - fever, 4694 - high white blood cell count. Corrected data: section h6: health effect - impact codes and health effect - clinical codes corrected. Manufacturer's investigation conclusion: a direct correlation between the device and the reported patient outcome could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU lists respiratory failure, thromboembolism, infection, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6, ¿patient care and management,¿ lists infection as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the instructions for use. Section 6 also lists thromboembolism as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas, and outlines indications of thrombus as well as how to respond to such events. This section also provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
H6 - additional codes: 4868 - hemodynamic instability, 1735 - bacterial infection, 4846 - bacteremia, 4426 - unspecified nervous system problem, 1858 - fever. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2025 with a subarachnoid hemorrhage (B)(6) and altered mental status and was treated with keppra (levetiracetam). While admitted the patient also had multiple episodes of bacteremia due to an ongoing infection that started (B)(6) 2024, with the patient having fevers and leukocytosis, each treated with intravenous antibiotics, which resolved the infection. The patient's (B)(6) was found to have been caused by a thrombosed infected intracranial aneurysm, for which no neurological intervention was recommended. They later went into ventilator-dependent respiratory failure (vdrf), was tracheostomy dependent, and also had right ventricular failure (rvf), which was treated with dobutamine. The cause of the respiratory failure was unknown. It was noted that the patient's rvf existed before left ventricular assist device (lvad) implantation, and the rvf was not attributed to a device issue. The patient passed away due to multiple episodes of cardiopulmonary arrest on (B)(6) 2025. The death was not considered to be device related, and the device operated as expected.